Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, a broken piece of harmonic ace was found by the surgeon. The fragment was removed by the spoon grasper during the same procedure and was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the instrument was reportedly inspected prior to use and no issues were identified. The instrument was in use for an 3-4 hours amount of time, and no issues with the functionality were noted. The harmonic ace collided with fenestrated bipolar grasper on arm 2 during the procedure. It was confirmed that the instrument fragment was retrieved successfully during the same procedure, there were no post-operative tests to look for additional fragments, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis (fa): the blade broke at roughly .076¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.